Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (cracked connector) has been confirmed. Upon eval, the trunk cable connector was damaged. The cause for the cracked connector cannot be positively identified, but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
During servicing of electrode belt (B)(4) for an unrelated complaint, a reportable problem was discovered. The trunk connector was cracked. The pt was issued a replacement belt.